Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the stent revealed damage on the fourth row of the crimped stent from the distal end. The stent struts were slightly bulged outwardly. This type of damage is consistent with the device meeting some form of restriction during the procedure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.

Event description:
This complaint is now reportable based on the analysis completed on 02/16/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x12 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the distal left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.